Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2010 by phone, fax, and mail. A complete questionnaire has not been received. (B)(4).

Event description:
A user facility reported an intraocular lens (iol) would not unfold. Pt impact remains unk. Add'l info has been requested.